Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient called for an issue with an IV pole. During the call the patient reported getting peritonitis. Additional information was obtained through follow-up with a peritoneal dialysis registered nurse (pdrn). The patient went to the pd clinic on (B)(6) 2024. No symptoms were provided. The patient had pd effluent cultures obtained and was subsequently diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics for two weeks (drug, dose, and frequency not provided). The patient¿s white blood cell (wbc) count was 10,925. The pd culture resulted in no growth. The patient had a repeat cell count (date unknown) which showed a decrease in wbc count to 9. The cause of the peritonitis was a breach in aseptic technique. The patient required retraining on proper pd techniques. The pdrn stated that is the only peritonitis event documented in the patient¿s record. There is no documentation of any hospitalization for this event.

Event description:
A peritoneal dialysis (pd) patient called for an issue with an IV pole. During the call the patient reported getting peritonitis. Additional information was obtained through follow-up with a peritoneal dialysis registered nurse (pdrn). The patient went to the pd clinic on (B)(6) 2024. No symptoms were provided. The patient had pd effluent cultures obtained and was subsequently diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics for two weeks (drug, dose, and frequency not provided). The patient¿s white blood cell (wbc) count was 10,925. The pd culture resulted in no growth. The patient had a repeat cell count (date unknown) which showed a decrease in wbc count to 9. The cause of the peritonitis was a breach in aseptic technique. The patient required retraining on proper pd techniques. The pdrn stated that is the only peritonitis event documented in the patient¿s record. There is no documentation of any hospitalization for this event.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. The culture resulted in no growth. In up to 20% of all peritonitis cases, no organism is identified. The cause of the peritonitis was attributed to a breach in aseptic technique. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.